Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the balloon was unable to deflate during inspection.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. One decontaminated catheter labeled with lot 36218-071 was received for evaluation. A functional inspection was performed with acceptable results; the physical sample was tested as per specification. Any catheter that does not deflate in 15 minutes is considered a non-deflator; the sample received does comply with this specification. The balloon deflated in 16.47 sec. No formal investigation action is required due to the product¿s analysis in which the catheter was tested with acceptable results. The reported condition cannot be confirmed. Corrective action will be limited to the supplier awareness. This complaint will be recorded for tracking and trending purposes.